Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and gripper line break were not confirmed. The reported clip caught on anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. The reported gripper line break was not confirmed. The reported clip caught on anatomy is related to procedural conditions (leaflet caught on clip components during removal). The reported shock and hypotension appear to be cascading events of the clip caught on the leaflet. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (lot: 40321r1092) was chosen first for implant. During the first establishment of final arm angle (efaa), the clip kept reopening continuously from 20 degrees to 60 degrees. Troubleshooting was performed but was unsuccessful. The clip was removed and efaa tested outside of the body, where it continued to fail. A replacement xt (lot: 40319r1047) was then chosen for implant but the same issue occurred. During the first establishment of final arm angle (efaa), the clip reopened continuously from 20 degrees to 70 degrees. Troubleshooting was performed but was unsuccessful. The clip was removed and efaa tested outside of the body, where it continued to fail. A third xtw (lot: 40321r1060) was chosen for implantation. After grasping the valve, the gripper could not be raised after being lowered. Under x-ray fluoroscopy, the gripper line was observed to be broken. The clip was attempted to be removed, but the anterior leaflet became caught between the broken gripper and the shaft of the delivery catheter. This caused the patient to go into temporary shock. The clip was able to be removed without tissue damage, and the patient's hemodynamics recovered to normal. Outside of the patient, the gripper line break was confirmed. Two additional mitraclips were implanted successfully, reducing mr to grade 2. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.